Event description:
The device reportedly displayed a continuous connect electrode message when connected to a pt using "OEM" electrodes. An als crew arrived on scene and treatment was transferred to the als crew at that time. The electrodes were not retained for examination. No pt details were reported.